Event description:
It was reported by the patient that a nurse said the patient had an irregular heart beat. The patient was questioning whether the device was working properly to control the heart regularity. The device is still use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.